Manufacturer narrative:
Device evaluated by MFR: only the stent delivery system (sds) was returned and the stent was not received. Microscopic examination of the returned device noted that the profile of the balloon had several indentations along its length. This is consistent with the stent having been crimped on the balloon. No further issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged. The target lesion was located in the right coronary artery (rca). A promus premier stent was implanted. Then a second 3.00x16mm promus premier stent was attempted to cross through the previously placed stent and got caught. As the stent was unable to be advanced further, the physician attempted to withdraw the stent and in doing so the stent was pulled off the stent delivery system. Another balloon catheter was used to cross the stent and deploy it. This procedure was completed successfully without any patient complications. The patient status was stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged. The target lesion was located in the right coronary artery (rca). A promus premier stent was implanted. Then a second 3.00x16mm promus premier stent was attempted to cross through the previously placed stent and got caught. As the stent was unable to be advanced further, the physician attempted to withdraw the stent and in doing so the stent was pulled off the stent delivery system. Another balloon catheter was used to cross the stent and deploy it. This procedure was completed successfully without any patient complications. The patient status was stable.